Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels from 200 to 358 mg/dl and it was addressed with manual injections as well as a bolus via the pump. Reportedly, the customer's dosage of prednisone medication increased. It was noted that the customer changed the supplies prior to the report. A system check with tandem's technical support on 05/29/2016 indicated that the pump, cartridge, and infusion set functioned as expected. It was noted that the customer used u-500 insulin. Reportedly, the customer had been working with their clinical diabetes educator to adjust pump settings.